Event description:
On (B)(6) 2011, patient requested assistance adjusting the time/date and her basal rates because of a low blood glucose episode. Educated patient on how to set time/date and adjust basal rate profile. Assisted patient with setting the time/date and basal rate. Patient reported that she has had low blood glucose readings for the past few months. Patient stated she did not start having low blood glucose issues until her doctor adjusted her basal rate setting around (B)(6) or so. Patient reported her blood glucose readings got as low as 40 mg/dl. Patient stated her grandson found her unconscious so he called the paramedics. Patient reported the emts administered an IV of glucose when they arrived and when she arrived at the hospital around 8 am she tested low. Patient stated the hospital staff did not provide her with an exact number but stated low means under 40 mg/dl. Patient's normal blood glucose range is the upper 100's mg/dl. Patient is unsure if the time and date was set at the time of the incident. Patient reported she had drunk 2 alcoholic beverages the night before the incident. Patient stated she has had a loss of appetite. Patient reported the nurse took her off of pump therapy and attempted to feed her food. Patient stated her blood glucose level was 411 mg/dl when she left the hospital. Patient reported she was released the same day at 3 pm with instructions to contact her doctor. Patient stated she still felt a little dizzy today also. Patient feels the infusion device is working as intended. On call back on (B)(6) 2011 patient reported she has been feeling a lot better and her blood glucose level has returned to normal. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.